Manufacturer narrative:
(B)(4). No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting pacing inhibition due to dislodgement. A revision procedure was performed and the lead was repositioned. No adverse patient effects were reported.